Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the patient underwent stress urinary incontinence and pelvic organ prolapse repair. The patient subsequently experienced a delay in return to normal voiding function and an onset of an anterior compartment failure/stage ii. A second procedure was performed to repair recurrent prolapse and she, again, experienced a slow return of voiding function as well as a n acute urinary tract infection (uti). She was prescribed levaquin (250mg x 7 days). Several months later, there was a mild progression of her posterior compartment splinting with bowel movements and recurrent prolapse. On (B)(6) 2005, the patient underwent another repair for pelvic organ prolapse. In the following months, there was intermittent voiding dysfunction stated to be "most likely secondary to an underlying neurologic dysfunction"; which continued, mild constipation, splinting. It was recommended that she try citrucel and other bulking agent therapies. The patient continued to experience adverse effects, including: chronic back dysfunction, chronic defecatory and voiding dysfunction, remote from her anterior compartment implant and partial recurrence of her anterior compartment failure. A third procedure was performed that included a total anterior mesh vaginoplasty, colpopexy, transobturator sling implant for symptomatic anterior compartment failure, and voiding dysfunction. Complications experienced following this procedure, included: probable neurogenic voiding dysfunction and known neurogenic defecatory dysfunction. Percutaneous nerve evaluation was performed, which revealed improvement with first urination. The patient underwent interstim implant and continued to experience many of the same complications/adverse events (i.e. Dysuria, urinary frequency, urinary retention, utis, pelvic dyssynergia, defecatory dysfunction, acute cystitis, bladder outlet obstruction, bladder neck obstruction, recurrent incontinence, fecal incontinence, and functional disorder of the bladder). There was moderate improvement of detrusor overactivity and urinary retention. She did experience some abdominal pain. The patient will be further evaluated by the emergency room. There was no indication that any mesh revision surgery was performed. It should also be noted that the physician felt that many of the complications were unrelated to the mesh. No further information is available at this time.